Event description:
It was reported that during the implant procedure, the pulse generator exhibited a diagnostics anomaly. The device was not used.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found normal device characteristics.